Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue occurred during a planned /non-emergency treatment which was completed as planned by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision monitor screen was black. Upon functional testing, the fse visually checked and found that the power plug was not seated properly. To resolve the reported issue the fse replaced the power plug. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision monitor black screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.